Event description:
As reported by the exactech truliant knee clinical study, the 70 year old female patient had an initial right tka on (B)(6) 2019. The patient presented on (B)(6) 2023 with pain and stiffness in both knees, only right is exactech. The case report form indicates that this event is unlikely related to device and/or to procedure. Outcome is continuing. Arthroscopic lysis of adhesions recommended but not done. Poly is normal.

Manufacturer narrative:
(D10) concomitant device(s): (B)(6): 02-012-60-1440 - tru stem ext 14mm x 40mm. (B)(6): 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t . (B)(6): 200-02-35 - three peg patella 35mm. (B)(6): 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5.